Manufacturer narrative:
(B) (4). The investigation of the issue consisted of a review of customer complaints, current axsym labeling, and the information provided including the complaint text. The complaint info notes an axsym probe was replaced to resolve the erratic results issue. A complaint review found there have been no additional incidents of erratic result generation by axsym (B) (4), since the axsym probe was replaced. The axsym operations manual provides instructions for performing maintenance procedures, and for resolving erratic results. The axsym system operation manual was found to contain adequate info for resolving erratic results and for probe maintenance/service. The manual lists dirty, damaged or misaligned probe as a probable cause for erratic results. Corrective actions listed for resolving erratic results include performing the teah probe cleaning procedure, removing and inspecting the probe for foreign matter, removing probe obstructions with a nylon stylet, flushing and calibrating probes, performing a fluidics check, and replacing probes. The ca 19-9, ferritin, fsh, and total psa package inserts were reviewed and were found to contain adequate information on the assay procedures. The package inserts note under the procedure section that it is important to follow the routine maintenance procedures defined in the axsym system operations manual for optimal axsym analyzer performance. This is final report.

Event description:
The account generated 47 discrepant low axsym ca19-9, total psa, fsh and ferritin results. The specimens were repeated and the correct results were generated. The account replaced the axsym probe to resolve the discrepant results. No discrepant low results were reported outside of the laboratory. No impact to patient management was provided. Example provided: no units of measurement were provided for the assays. Axsym ca19-9, initial = 0.96, retest = 13.79.